Event description:
Peripheral IV placed without difficulty, gave blood return. When flushing j-loop, became difficult to flush but gave brisk blood return. J-loop swapped out for new j-loop, which worked without issue. Concerned for potential faulty j-loop. Jloop manufacturer info; ICU medical, 951 calle amanecer, san clemente, ca 92673. Lot: 14400966. Exp: 05/01/2030.